Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(6); batch: 7078204. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7104288.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead repositioning procedure as patient could not get paresthesia overlap due to lead migration. During the procedure, the physician was unable to position the lead at the desired location. Consequently, the physician decided to remove the scs system. The explanted device components were not returned.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead repositioning procedure as patient could not get paresthesia overlap due to lead migration. During the procedure, the physician was unable to position the lead at the desired location. Consequently, the physician decided to remove the scs system. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6).